Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (B)(4) issue. It was reported that the transmitter was not communicating properly with the pump. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
It was noted that continuous glucose monitor (cgm) issue was an ant alarm instead of an 045 issue. It was determined by troubleshooting that alarm was being received due to the patient not entering in the correct transmitter serial number/ID.